Manufacturer narrative:
Subject: customer had 50% of the swab covered with blood due to dry nasal passageways-- tss informed customer that the stated amount may interfere with test results and recommended taking a second test. Investigation conclusion: a CAPA is not required because no product lot number or adverse trend was identified. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further investigation could be conducted. The information you provided has been documented and will continue to be monitored. Root cause: insufficient info.

Event description:
Customer had 50% of the swab covered with blood due to dry nasal passageways-- tss informed customer that the stated amount may interfere with test results and recommended taking a second test.